Manufacturer narrative:
As reported, a saber rx 2x100mm 155cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated however, it ruptured at six (6) atmospheres (atm). It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used. The patients information, target lesion, patients vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use (IFU). The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. No resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. There was no an acute bend. The balloon inflated normally. The maximum inflation pressure was 6 atm. The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17276544 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported balloon burst - at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported a saber rx 2mm 10cm 155 was delivered to the lesion and inflated. However it ruptured at 6 atm. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patients information, target lesion, patients vessel level of tortuosity, calcification and rate of stenosis was unknown. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device was prepared as specified by the instructions for use. The product looked normal when removed from its packaging. The device was properly prepped. The device prepped normally (i.e. Maintain negative pressure). The same indeflator was used successfully with other devices. No resistance/friction was encountered while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. There was no an acute bend. The balloon inflated normally. The maximum inflation pressure was 6 atmospheres (atm). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot 17276544 presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported a saber rx 2 mm 10 cm 155 was delivered to the lesion and inflated. However it ruptured at 6 atm. It was unknown how the procedure was completed. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The patients information, target lesion, patients vessel level of tortuosity, calcification and rate of stenosis was unknown. Additional information has been requested.